Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip in pack had rust colored substance inside barrel. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: picture contains one loose 10ml syringe reported to be from batch #7321650 (p/n 301029). The plunger rod appears to have light brown foreign matter in the plunger retaining ring larger than level 3 in size. The foreign matter had appearance similar to either grease or oil residue, however it could not be easily identified based on the one photo provided. The foreign matter observed was outside the fluid path and it was not clear whether any part of it would make contact with the fluid path moreover, it is rejectable per product specification. In addition, this is the 1st related complaint for foreign matter on the provided lot number. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect could not be determined due to unknown nature of the foreign matter. No corrective actions are necessary based on the defective rate identified. Investigation conclusion: potential root cause for the foreign matter defect could not be determined due to unknown nature of the fm.

Event description:
It was reported that the bd syringe luer-lok¿ tip in pack had rust colored substance inside barrel. Found before use. No reports of serious injury or medical intervention noted.